Event description:
It was reported that the patient's right ventricular (rv) lead fractured, had high impedance, and was oversensing short interval counts (sic). The patient indicated that the device had been turned off. The patient was lost to follow up for a few years when they reported chest pains and palpitations. The patient was lost to follow up for another 10 months before the patient's rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).